Event description:
It was reported, that before use, the cs100 intra-aortic balloon pump (iabp) was displaying a leak in iab circuit alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was reported that the date received by mfg in the initial MDR was submitted incorrectly. The date received by mfg should be 2021-11-15. After the repairs were completed, the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site postal code- (B)(6); event site state- (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and determined that the issue was caused by the safety disk. The fse replaced the safety disk and ran the machine for four hours. The iabp was working after the replacement. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported , that the cs100 intra-aortic balloon pump (iabp) was giving a leak in iab circuit alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.